Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary (B) (4) preliminary testing revealed no pacing output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires.

Event description:
It was reported that device interrogation was not possible and there was no magnet response. It was suspected to be due to premature battery depletion. A year prior to this, the longevity was projected to be three years. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".